Manufacturer narrative:
Date sent to the FDA: 05/21/2020. Corrected h-6 device codes: 1069. Corrected h-6 result codes: 3252. Corrected h-3 summary: it was reported breakage needle. One picture was provided for analysis, upon visual inspection of the picture, a broken needle in two section near to the swage area could be observed. Additionally, a piece of needle was still attached to the suture. However, no conclusion could be reach as the sample was not returned for analysis. Corrected b5 narrative: it was reported that the patient underwent a salpingo-oophorectomy on (B)(6) 2020 and the suture was used. During the closing of the trocar opening and when the surgeon stung in the muscle fascia, the needle broke in 2 part and not pulled off from the thread. The needle has been removed. It was reported a risk to lose the needle in the operative room. Delay reported less than 15 minutes. There were no patient consequences reported. Additional information was requested, and the following was obtained: could you please clarify the event as the provided photo is showing a broken needle in two pieces instead of "needle pulled off from the thread" as reported ? According to the customer, the needle broke in 2 part and not pulled off from the thread (it was a mistake on the customer complaint).

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number (B)(4), and no non-conformances were identified. Summary: it was reported pull off - suture needle. One picture was provided for analysis. Upon visual inspection of the picture, a broken needle in two section near to the swage area could be observed. Additionally, a piece of needle was still attached to the suture and not needle pull off was observed. However, no conclusion could be reach as the sample was not returned for analysis. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the availability of the device, the status is unknown? Could you please clarify the event as the provided photo is showing a broken needle in two pieces instead of "needle pulled off from the thread" as reported ?

Event description:
It was reported that the patient underwent a salpingo-oophorectomy on (B)(6) 2020 and the suture was used. During the closing of the trocar opening and when the surgeon stung in the muscle fascia, the needle pulled off from the thread. The needle has been removed. It was reported a risk to lose the needle in the operative room. Delay reported less than 15 minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was reported breakage needle. A suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was reported breakage needle. Three unopened samples of product code jv987, lot pj5578 were received for analysis. During the visual inspection of three samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no performance - breakage needle was found.